Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had intermittent power. The reporter claimed the battery compartment was cracked and the top of the battery cap was worn. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/27/2016 with the following findings: the pump's black box showed an unexplained pump reboot event on (B)(6) 2016. The battery compartment was cracked from the threads down to the case seal on the side. The battery cap was unable to attach to the pump to maintain an electrical connection.

Manufacturer narrative:
Follow-up #2 date of submission 02/10/2017 - correction to serial #.